Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half height 2.2 was intermittently failed. Customer replaced pocket that constantly failed. A field service engineer (fse) reseated and cleaned the retractor band and row board cable. Then, the station was rebooted and ran firmware updates to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station churchill main drawer 2.2, pocket a5 failed and was unrecoverable, which caused the entire drawer to fail. The browning unit also experienced failures in drawer 4.2 (or 4.1 auxiliary), where a row of pockets malfunctioned. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.